Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damaged. Block h11: the returned hurricane rx dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional inspection was performed; the balloon was inflated and able to hold the pressure without any problem. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon damaged/defective was not confirmed. The device was carefully inspected, and no damages were found, for functional inspection, the balloon was inflated and able to hold the pressure without any problem. The analysis of the returned device did not identify any evidence of either the alleged problem or any defect on the device. The investigation findings and all information available concludes the most probable root cause is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat strictures performed on (B)(6) 2025. It was reported that the balloon broke/fractured. A second hurricane rx dilatation balloon of the same lot was used, and the same problem occurred. It was reported that the procedure was completed with the original method/device used. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a04 captures the reportable event of balloon damaged.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat strictures performed on (B)(6) 2025. It was reported that the balloon broke/fractured. A second hurricane rx dilatation balloon of the same lot was used, and the same problem occurred. It was reported that the procedure was completed with the original method/device used. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.